Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One regular 24 cm tr band and an inflator was received for product evaluation. The tr band was received inside an opened package. Upon removing the device from the package, it was noted that the inflation balloon was not attached to the side tube. Visual inspection of the device revealed a portion of the side tube was still inside the inflation balloon. The side tube broke midshaft, where the inflation balloon and the side tube connect. The weld bonding between the side tube and the inflation balloon did not have any damage or gross anomalies. The side tube was viewed under microscope and there was no evidence of stretching or pulling. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device came in contact with a sharp object resulting in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
This report has been deemed reportable upon investigation of the actual device. The user facility reported that the involved tr band was opened and the small balloon on the end of the tube was not connected. The device was not used on the patient. It came out of the packaging already in two pieces. The patient was in stable condition and the procedure was a success. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received 02mar2020. A second tr band was opened and applied in the normal manner. The type of procedure being performed was a left heart catheterization.